Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory on 05-mar-2020 and investigated on 18-mar-2020. Signs of clinical use and evidence of blood were observed on the jaws as well as the handle. Tissue and charred material were observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was slightly torn from the tip but not detached. The heater wire was observed to be flexed away from the hot jaw, but remained attached at the base of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that the rubber tip of jaws started peeling off . Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that the rubber tip of jaws started peeling off . Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects